Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose level. Customer used an alternative wall adapter and charging cable, but the issue persisted. Technical support decided to replace the pump as it was still under warranty. Customer confirmed understanding of how to put the pump into storage mode and agreed to return the faulty pump using a prepaid label within ten days. Additionally, customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continued uninterrupted.